Event description:
The customer reported via call that they have experienced high blood glucose event. The customer indicated that the high blood glucose value at the time of the vent was 240mg/dl. The customer did not experience any symptoms related to high blood glucose event. The customer was using the pump within 48 hours of reported high bg event. The customer reported that they were using system with the auto mode/smartguard feature active at time of high blood glucose event. The customer required assistance with the basal programming. Troubleshooting was performed successfully. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.